Event description:
While feeding the absolute on the guide wire, the outer sheath came back and the stent deployed outside the patient's body. There was no reported injury and no additional information is available.